Event description:
An attempt was made to deploy a 2.5 mm diameter x 14 mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent in to a pt; however, it was reported that the physician was unable to deliver the stent to the target lesion due to the tortuous nature of the vessel. It was also reported that postoperatively, the physician noted some staining into the left main artery, as the physician suspected that the relevant stent had dislodged and remained in the left main artery, the pt was transferred to another facility for a higher level of care required for this condition. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, result and conclusion: (tortuosity) (stent dislodgement).